Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving morphine (15.0 mg/ml at 6.303 mg/day), bupivacaine (20.0 mg/ml at 8.404 mg/day), compounded baclofen (750.0 mcg/ml mcg/ml at 315.14 mcg/day), and clonidine (100.0 mcg/ml at 42.02 mcg/day) via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. On (B)(6) 2016, during a scheduled pump revision, it was noted that the catheter was twisted no less than 75 times and kinked. The pump had been flipping within the pocket. The catheter was untwisted, but during the (B)(6) study the dye was sequestered in the area of the patient's new spinal tumor resection with limited flow of csf (cerebrospinal fluid) dispersion. The catheter was repositioned. The event outcome was reported as "resolved without sequelae (B)(6) 2016". The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Analysis identified significant twisting of the catheter body that may have affected infusion. Eval code-conclusion updated.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative. The catheter was kinked at the connecting pin, ¿prox. <(>&<)> distal¿ .

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the pump flipping was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.